Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was powered down for approximately a month. Upon turning the pump back on the pump time was observed to be incorrect. There was no reported impact to the customer's blood glucose level. Reportedly, the pump is no longer being used for insulin therapy.